Event description:
It was reported that the instrument fractured during the procedure. No adverse events have been reported as a result of the malfunction. No further information is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up report will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified the impactor showed wear from use and the damaged tip was still threaded on but cracked and had a fractured piece that was not returned. Further analysis showed that the features of the fracture surface visually align with an overload fracture failure mode was identified. Device history record was reviewed and no discrepancies were found. A definitive root cause cannot be determined. The reported event is confirmed as the reamer was returned with a fractured tip. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.